Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller ac adaptor exhibited a damaged cable. The ac adaptor was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned adapter revealed that the device passed functional testing. Visual inspection revealed the outer cover of cable was torn, exposing the internal wires. As a result the reported event is confirmed. The most likely root cause of the reported event can be attributed to wear and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.